Event description:
Per the clinic, the patient's skin was thin and irritated which subsequently led to the extrusion of the receiver/stimulator. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient has wound healing issues and also experienced an infection at the implant site. The patient was treated with oral, IV and topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2025 and there are no plans to re-implant the patient with a new device as of the date of this report.